Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to pain and feedback issue. The patient was re-implanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient placed under general anesthesia, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the patient was placed under general anesthesia, the implant magnet was explanted and an implant was placed on the internal fixture.